Event description:
Investigator reported that the patient presented with "acid reflux" heartburn, vomited three times with some fresh red blood from onset, 5 years post initial stent implant. Suspected gi bleed. The patient presented 3 times over the last year, with chest pain and was released. Patient is still on antiplatelet medication. Patient discharged the following day. The investigator assessed that the event was not related to the device, drug or procedure.

Manufacturer narrative:
Results: gi bleed.